Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, part of the shell is missing, underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma and lymphadenopathy.

Event description:
Healthcare professional reported right side extracapsular nodule adjacent to the capsule measuring 5 x 12 mm and enlarged lymph nodes in the right axilla measuring up to 15 x 35 mm: possibly granulomatous response.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture and "lymphodi axille". Device remains implanted.